Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-8 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be onset of patient pain upon plate breaking. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Section h9 n/a to this report. 8. No files attached to this follow-up report. Corrected information provided in follow-up submission. B1 - adverse event and product problem are selected. B5 - updated to not identify any physician or institution by name. D2 - common device name corrected. Product code is correct in initial submission. D3 - establishment name and address corrected, fax number added. D4 - catalog #, serial #, lot #, unique identifier (UDI) #. E1 - initial reporter corrected to physician who reported the event to the sales representative. Sales representative's email address is removed. Section f is n/a to this report. G1 - establishment name and address corrected. G2 - fax number added. G3 - health professional and distributor selected while company representative is deleted. H10 - corrected data. Additional information provided in follow-up submission: g1 - name, email, telephone, and fax number updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative.

Event description:
On 02/12/2019, a trilliant surgical sales representative reported that doctor 1 at hospital x had an 80-year-old female patient come in as a trauma patient reporting of pain while walking. The sales representative noted that the plate was originally implanted at facility on (B)(6) 2018 when the patient came in for a fibula fracture, but doctor 1 noticed a break in the tibia, as well. Doctor 1 plated both the tibia and fibula to augment the overall stability of the fracture fixation in the surgical area. In the pre-operative review of the surgical site, doctor 1, at facility x, determined that a non-union occurred, even after five (5) months of implantation. It is to be noted that the patient had sustaining comorbidities (diabetic) and had "rather soft bone." Upon further review of the surgical site intra-operatively, doctor 1 noticed that the 7 hole contour tibia plate 300-62-001 had broken at the most superior portion of the malleolar fracture site. Doctor 1 removed the plate and cleared the surgical site of any debris that may have been left behind causing pain/inflammation. Doctor 1 utilized trilliant surgical's tiger large headless cannulated screws to fuse the surgical site successfully. As of 05/04/19, parts associated with this event are still with the hospital's pathology department and have not been returned to trilliant surgical.

Manufacturer narrative:
Very little information about the event is available. The lot number was provided to trilliant surgical as tsl002534. 16 parts were manufactured for this lot, one part was scrapped during set up, and 15 plates were released to inventory on 06/05/2015. There were no deviations or reworks associated with this work order. Non-conforming material report (B)(4) was initiated on (B)(6) 2015 due to 10 plates failing for various features such as hole position, contour height, and k-wire hole diameter. All nonconforming parts were dispositioned as use as is as the non-conformities were determined to be non-critical and not impact form, fit or function. The features which provide the plate strength, plate thickness, were in specification for all features. The nonconformity and disposition observed is not suspected to be related to the event. Parts were not returned for evaluation. This is the only reported complaint for this part number. The event report stated that a union had not occurred although the plate was implanted for 5 months. It was stated that the patient was diabetic and had soft bone. Additionally, it is possible that the patient was noncompliant (i.e. Walked too early after surgery), however, this was not able to be confirmed. The likely root cause of the event is due to the patients' medical history and potential noncompliance. Very little information is available and an isolated root cause cannot be confidently stated. The field will continue to be monitored and additional information will be reported as available. As of the reporting date, the parts are still being retained by the surgical center. Follow ups with the initial report and hospital will be continued and additional information will be provided in a follow up report if parts are returned or trilliant becomes aware of any more relevant data.

Event description:
On (B)(6) 2019, our sales representative reported that dr. (B)(6) at (B)(6) hospital had an (B)(6) female patient come in as a trauma patient reporting of pain while walking. The sales representative noted that the plate was originally implanted at (B)(6) medical center on (B)(6) 2018 when the patient came in for a fibula fracture, but dr. (B)(6) noticed a break in the tibia as well. Dr. (B)(6) plated both the tibia and fibula to augment the overall stability of the fracture fixation in the surgical area. In the pre-operative review of the surgical site, dr. (B)(6), at (B)(6) hospital, determined there was a non-union occurred, even after five months of implantation. It is to be noted that the patient had sustaining comorbidities (diabetic) and had " rather soft bone." Upon further review of the surgical site intra-operatively, dr. (B)(6) noticed that the (B)(4) (7 hole contour tibia) plate had broken at the most superior portion of the malleolar fracture site. Dr. (B)(6) removed the plate and cleared the surgical site of any debris that may have been left behind causing pain/inflammation. Dr. (B)(6) utilized trilliant's headless large cannulated screws to fuse the surgical site successfully. The (B)(4) and associated screws were retrieved by the hospital's pathology department, but our sales representative will attempt to return once the hospital is complete with their investigation. Additional information: as of (B)(6) 2019, parts associated with this complaint are still with the hospital's pathology department and have not been returned to trilliant surgical. The ccr and associated MDR shall be updated if the status of parts changes.